Event description:
It was reported that the atrial lead had dislodged. The lead was explanted and replaced. When testing the new atrial lead, oversensing of electromagnetic interference was noted. Different things in the lab were turned off and the oversensing would stop and start. The physician felt that the electromagnetic interference was due to some source in the lab but could not find what it was. The leader mains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.